Event description:
It was reported that a patient underwent a sling procedure in 2008. Concomitantly, a colporrhaphy was also performed. Post-operatively, in 2009, the patient developed a mesh exposure at the right vaginal sulcus. As a result, this required an excision of five centimeters of the mesh in the physician¿s office and vaginal estrogen. The patient had abnormal voiding pattern after the procedure and the foley catheter was removed on the third post-operative day. The event is listed as resolved. The surgeon opines that the factors contributing to the exposure were inflammation and previous surgery on the site.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.